Event description:
Caller states that she received results of 230mg/dl, 340mg/dl, and 347mg/dl. At her routine doctor's appointment, her doctor sent her to the hospital, due to the high readings on her device. Once she was admitted to the hospital, she reports receiving insulin. At the hospital, the nurse reported that she tested at 99mg/dl, but no timeframe was provided. No strip information was provided. No quality controls were used. Requested return of suspect device and replacement was sent.